Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused difficulty breathing, chronic obstructive pulmonary disease and severe health issues. The patient did not report receiving any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused difficulty breathing, chronic obstructive pulmonary disease and severe health issues. The patient did not report receiving any medical intervention. Additional information was received and added to the report. The device was returned to the manufacturer's quality product investigation laboratory on 02/22/2023 for further evaluation. The device was evaluated on 07/26/2023. The manufacture inspected internally and externally observed that unknown white deposits in filter inlet, unknown brown debris consistent with keratin found in filter inlet, unknown residue consistent with water ingress on bottom of blower and inside blower box, unknown debris consistent with dust found on top of the blower. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust/debris contamination and wateringress in the device and are consistent with being from an external source.